Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. An actual sample was returned for evaluation. A visual inspection was performed with the naked eye and a microscope and a damaged patient connector was noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. An integrity of seal test was performed with no leak noted. The interior diameter of the patient connector was measured and was found to be within specification. The issue of a damaged patient connector was noted but the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient that experienced a connection issue between a minicap transfer set and a titanium adaptor. The patient reported that they minicap transfer set would not lock completely with the adaptor. The issue was resolved when a new transfer set was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is currently underway. Should additional relevant information become available, a supplemental report will be submitted.